Manufacturer narrative:
(B)(4).

Event description:
It was reported that chest x-ray performed on (B)(6) 2015 revealed the right atrial lead was dislodged. No intervention has been performed at this time. The patient was in stable condition.